Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer was not detected on bus and failed to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus and unable to open. A field service engineer (fse) found that the light emitting diodes (led) on the drawer board were in a fast blink state. The fse replaced the retractor band and then ran a complete diagnostics check on the cabinet. The customer recovered the drawer in the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.